Event description:
The patient experienced at least a few bradycardia events within a 30-minute time period, with heart rate decreasing to 55 bpm from the normal 80-90 bpm. The physiological monitoring system properly identified and displayed the patient's bradycardia condition, but no audible alarm occurred, either in the patient's local monitor or in the remote monitoring workstation. The system did not generate an automatic print, and the system's alarm history file did not include an entry for the alarm. The stored "full disclosure" ECG waveform was properly annotated for the bradycardia condition. This type of event has occurred several times in recent months. System logs for some of the events have been sent to the manufacturer for analysis. Manufacturer has confirmed the events, but has been unable to provide any means to correct the problem or prevent future similar events from occurring.health professional's impression: under certain conditions, the monitoring system recognizes an alarm condition, but fails to generate an audio signal or printed strip, and does not enter the event in the system's alarm history log.manufacturer response for monitor, physiological, central, cic pro: analysis and replies still pending for this event.manufacturer response for monitor, physiological, solar: replies are pending results of detailed investigation.